Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high flow insufflation unit had an excessive pressure warning sound alarm and shut itself down intermittently. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the device was unable to duplicate the reported issue of: it¿s giving a false high pressure and alarm and shutting itself down intermittently. Additional findings are as follows: minor scratches and dings on the housing, minor peeling of front panel & minor deformation of bottom chassis, power switch needs to be upgraded, damaged relief pinch valve. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.